Event description:
It was reported that after direct implantation of a xience v stent in the left main coronary artery (lmca), it was discovered that the stent was implanted after expiration date. On (B)(6) 2009, the patient experienced chest pain. There was no treatment provided. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4) - lesion was not pre-dilated before stent implantation / device was used after expiration. It was reported that the xience v was delivered without pre-dilatation (direct stenting) of the lesion. It should be noted that the instructions for use (IFU) states that the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedure complications. In this case, although the product and its packaging were not returned, a review of the label attachments for the lot history record revealed an expiration date (use by date) of 03-august-2009, which is 365 days (or 1 year) as specified in the product specification at the time this lot was manufactured. This confirms that the product was labeled correctly. Therefore, based on the reported information, the product was used 108 days past the labeled expiration date. However, in march 2009, commercially available xience v product in the us received approval for a 2 year shelf life. Although it was reported that the specific unit involved in this case was expired at the time of use (labeled with 1 year shelf-life); a portion of this lot had been relabeled with the approved 2 year shelf life, having an expiration date of 03-august-2010. The expiration date of the product is important for the sterility, efficacy and performance of the device. It should be noted that the IFU states: do not use after the use by date. In this case, the lack of pre-dilatation or use after expiration date do not appear to have directly caused or contributed to the reported patient effect that occurred post-procedure. There was no reported product deficiency and the product was not returned. The reported patient effect of angina, as listed in the IFU, is a potential no-fault procedural complication associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.